Event description:
It was reported that a patient underwent a pvc (premature ventricular contraction) ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required drainage. After the pvc procedure, pericardial effusion was confirmed. Pericardial drainage was performed. After the pericardial drainage, the patient's condition improved. Patient did not require extended hospitalization. Irrigation catheter¿s flow rate settings: under 30w 8ml/min, over 31w 15ml/min. No abnormalities were observed prior to or during use of the product. The patient's condition improved. Transseptal puncture was not performed. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31575316l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 4-aug-2025, bwi received additional information indicating that there were no catheter exchanges and no transseptal puncture was performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).